Event description:
The patient was referred for prophylactic generator replacement. It was later reported that the patient has had multiple grand mal seizures, requiring going to the ER.attempts for additional information have been made; no additional relevant information has been received to date. No known relevant surgical intervention has occurred to date.